Event description:
The customer contact reported the device battery was swollen. The device was returned to the biomedical department with a signed note that stated, "battery was low, dead". No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted the device battery was swollen. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.